Manufacturer narrative:
Investigation showed the fiducial were placed symmetrically which caused the issue. Software behaving as designed.

Event description:
A site rep reported that an image was flipped left/right after surgeon performed a touch-n-go registration in mach cranial. The exam looked correct in the exam loading screen. They reloaded the exam and were able to achieve a successful registration with pointmerge. The surgery was completed with use of the stealthstation. There was no impact on pt outcome.